Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tack and the snubber board were replaced during the service call. The system was tested and found to be working as intended and, put back into service. This MDR is related to ge healthcare complaint.

Event description:
It was reported that the 9900 system had a low ma error message. No pt injury was reported.